Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami(acute myocardial infarction) patient with diabetes. After insertion a blood leakage was found in the shaft during therapy. The iab was removed and noted the shaft was broken at 8 centimeters from the iab tip. It was noted that there was no difficulty during insertion or when it was initially inserted. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27.9cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami(acute myocardial infarction) patient with diabetes. After insertion a blood leakage was found in the shaft during therapy. The iab was removed and noted the shaft was broken at 8centimeters from the iab tip. It was noted that there was no difficulty during insertion or when it was initially inserted. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
Correction: additional mfg narrative device evaluation changed from: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27.9cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 8.1cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami(acute myocardial infarction) patient with diabetes. After insertion a blood leakage was found in the shaft during therapy. The iab was removed and noted the shaft was broken at 8 centimeters from the iab tip. It was noted that there was no difficulty during insertion or when it was initially inserted. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami(acute myocardial infarction) patient with diabetes. After insertion a blood leakage was found in the shaft during therapy. The iab was removed and noted the shaft was broken at 8centimeters from the iab tip. It was noted that there was no difficulty during insertion or when it was initially inserted. The iab was replaced to continue therapy. No patient injury was reported.